Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server website frequently failed to load when attempting to access the server online. The customer reported having to click the link four to five times before the login screen appeared. However, there were no delays, adverse events or injuries reported based on this event.